Event description:
It was reported the lead migrated "up and over." A lead revision was done on (B)(6) 2013. It was stated the "clamps" came out. An x-ray was taken in (B)(6) 2012 to help diagnose the issue. It was noted the patient had stimulation in their stomach; however, the patient still experienced pain in their leg and feet. Further programming was planned for (B)(6) 2013. It was further reported that both leads within the patient's system had migrated. In addition the "titan anchor found to be separated." It was unclear if both titan anchors in the system had separated or just one. It was indicated that the patient was doing "well". A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. The device is included in the medical device safety alert, for the model 3550-39 titan anchor due to the potential for lead migration as a result of insert separation within the anchor, physician communication ((B)(6) 2009).

Manufacturer narrative:
Analysis of the product revealed the following: titan anchor (1) - no significant anomaly, the stimulation anchor was cut through analysis of the product revealed the following: titan anchor (2) - reliability non-conformance, the stimulation anchor was separated.

Manufacturer narrative:
Corrected information: no eval explain code, remedial action other text. If information is provided in the future, a supplemental report will be issued.